Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, the device had weak output and tissue sealing was incomplete. Both an activation tone and end tone were heard when the issue occurred. No patient injury resulted, and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1537 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no anomalies. The device was tested on simulated tissue medium as well as porcine kidney tissue. Multiple seals were made on vessels of various sizes, pressing different locations on the activation button and after different rotations of the turn knob. All seals were completed successfully and end tones were heard each time indicating completed activation cycles. A review of the device history records for this lot found no potentially contributing entries. Factors during use of the product can affect tissue sealing quality. The instructions included with this product contain tissue sealing recommendations as well as troubleshooting.